Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. Patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported field event of premature battery depletion was confirmed in the laboratory due to review of device image. A longevity calculation was performed and found that the battery depletion was premature based on the device usage. Further analysis could not be performed at this time per legal hold.